Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 15-17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred on (B)(6) 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume folfusors under-infused antibiotics; pumps did not fully infuse. This was observed during patient infusion via a peripherally inserted central catheter (PICC). The devices contained piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.